Event description:
On oct 7, 2009, the lay user/pt contacted lifescan (lfs) alleging that the onetouch basic meter is giving inaccurate low readings. On oct 14, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests his blood glucose 3 or 4 times per day. Two days prior to seeking medical intervention at the hosp in 2009, the pt developed symptoms described as "thirsty and frequent urination." The pt did not think his blood glucose was high because, the subject meter was giving him "normal readings" such as "119 and 120 mg/dl". The pt claimed that he was drinking gallons of water during those two days. The pt's brother in law suggested that he went to the hosp to have his blood glucose check. On the day of event, the pt drove to the hosp where he was admitted after he initially obtained a blood glucose reading of "750 mg/dl" on the ER meter. The pt was treated with insulin and IV fluid for 6 hrs. The pt was released when his blood glucose stabilized at "285 mg/dl". After his hosp visit, the pt's doctor placed the pt on a metformin and lantus regimen. During troubleshooting, the pt reported blood glucose results of "113 mg/dl" with a lifescan meter and "350 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because, the pt claimed he had symptoms that can be associated with hyperglycemia and received medical intervention after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.